Manufacturer narrative:
The insulin pump was received with cracked end cap, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had had crack near the drive support cap. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was bumped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.